Event description:
Caller reported that pump quick bolus/wake button was difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was unplugged and to press the button firmly using the finger's tip. Despite these efforts, the button remained difficult to press, so the customer switched to multiple daily injections as a backup.